Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported that during a surgical procedure the laser probe was caught in the trocar. The laser probe was replaced to complete the surgery. There was no patient harm.

Manufacturer narrative:
No further information was able to be obtained from this customer. However, a probe was returned for evaluation. The probe was manufactured on december 21, 2017. There were 930 paks associated with this lot. Based on qa assessment, the product met specifications at the time of release. The probe was received for evaluation. The sample evaluation was found to have excess adhesive at nitinol-cannula junction. It should be noted that the laser probes are visually inspected during manufacturing to verify the tips are conforming. The root cause of the reported event can be attributed to excess adhesive on the nitinol-cannula junction. An internal investigation was opened for this issue. The manufacturer internal reference number is: (B)(4).